Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion being treated was located in the severely tortuous and severely calcified middle left anterior descending (lad). Vascular access was the femoral artery. Ivus was used. The 3.0x20mm taxus liberte drug eluting stent did not cross the lesion. At some time during the procedure the stent "was migrated" and was removed with a snare device. The procedure was completed with a non-bsc 3.0x24mm stent. There were no further patient complications and the patient condition was listed as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.